Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported in order to resolve the frequency, return of symptoms, and incontinence they were helped in adjusting the pressure. The consumer¿s weight at the time of the event was (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that since last week patient was getting up every hour of the night but used to get up once per night. The patient was not sure how to use patient programmer (pp) to check therapy. The patient was not feeling stimulation and had a returned of symptoms a week ago. It was noted that pp shows pp battery replacement icon. Patient stated she did not know when the batteries were replace and don't know where the batteries go in pp. The patient called back after replacing the batteries in the programmer and the issue was resolved. The patient was on program 3 at 1.80 v and increased to 2.75 v and felt stim comfortably in front vaginal area. The patient called back and wanted to decrease the stimulation because 2.75 on programs 3 because it was too high for her comfort. The patient was able to bring stimulation down again to 1.80 and she is going to stay here and increase later. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that since last week patient was getting up every hour of the night but used to get up once per night. The patient was not sure how to use patient programmer (pp) to check therapy. The patient was not feeling stimulation and had a returned of symptoms a week ago. It was noted that pp shows pp battery replacement icon. Patient stated she did not know when the batteries were replace and don't know where the batteries go in pp. The patient called back after replacing the batteries in the programmer and the issue was resolved. The patient was on program 3 at 1.80 v and increased to 2.75 v and felt stim comfortably in front vaginal area. The patient called back and wanted to decrease the stimulation because 2.75 on programs 3 because it was too high for her comfort. The patient was able to bring stimulation down again to 1.80 and she is going to stay here and increase later.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was inadequately trained. The patient left the implanting doctor's office and then worked with an office that didn't know anything about the device. Before (B)(6) 2016, a healthcare professional (hcp) called a manufacturer representative (rep) to come to the office and teach the patient how to use the device. The patient still didn't know what to aim for and couldn't regulate the implantable neurostimulator (ins) on their own. They also were, intermittently, getting 50% symptom reduction, but was still getting up three times per night and had a dreadful time when they were stuck in a car. They also didn't feel the stimulation, and the therapy was on program 4 at 2.5 v. They switched to program 1 and felt stimulation in their anal area at 2.0 v. They switched to program 2 and felt the faintest of feelings at 1.6 v, and overstimulation at 1.7 v. They switched to program 3 and left the sti mulation at 1.75 v. They noted that they recently recovered from a stroke, but they didn't have any allegation against the device. They also noted that, during a reprogramming session with a rep, the stimulation was left at a level where they felt stimulation throbbing in the vaginal and anal area. They had to adjust the stimulation because it was getting really painful. They were due to have a cystoscopy on (B)(6) 2017, but the hcp couldn't see clearly due to so much debris, which the patient thought was related to a malfunction with the device. They noted that, if they weren't able to do a cystoscopy at the doctor's office, they would have to go to a surgery center for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.